Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
We checked the returned unit and confirmed that the air nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on air nozzle. In addition, we confirmed that the angulation-down angulation decrease, the angulation-left angulation decrease, the angulation-right angulation decrease, the angulation-up angulation decrease, the segment disconnected segment clip, the water nozzle missing glue, and the u/d knob white marking faded/missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.